Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report# 3005099803-2009-05420 and 3005099803-2009-05419 address the other devices. It was reported to boston scientific corp, that three needleknife rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009, (however, over 18 years old). According to the complainant, during the procedure, three needleknife rx sphincterotomes failed in a row. Each device failed to cut when functioned. The physician cannulated with another bsc sphincterotome and completed the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).